Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Without predilating, the 20x3.0 ion stent delivery system (sds) was advanced but it could not cross the lesion. The device was removed to predilate the lesion with an apex balloon. Upon wiping down the sds, it was noted that a strut was exposed and sticking up. The procedure was completed with a different device along with four ion stents. No patient complications were reported and the patient's status is fine.